Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The helix would not extend after more than twenty turns with the rotational tool. The lead was removed and placed on the table. Again, they did over twenty turns and the helix still would not extend. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and turns within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.